Event description:
Pt has an ankylos brand dental implant placed in 2007. The abutment failed rendering the dental implant useless. Attempts to retrieve the broken abutment were unsuccessful. The implant had to be surgically removed and another dental implant placed. This is the (b)() abutment failure we have experienced with this system. All of the failures have occurred the same way. All of these failures have occurred in lower mandibular molars. The design of the abutment is not robust enough to withstand forces generated by molars. I know from visiting with other dental practitioners this is not an isolated event. We have filled out paper work with the MFR dentsply, however, I was recently informed with all of the previous failures we reported the paperwork was "lost". Dates of use: (B)(6) 2007 - (B)(6) 2013. Diagnosis or reason for use: missing tooth.